Event description:
The customer reported the ventilator will not operate on ac power w/battery disconnected during performance verification testing. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).